Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4). The expiration date is not currently available.

Event description:
Tip of electrode fell off into patient and couldn't be retrieved. X-rays attached.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was lost in transit therefore, device is not available for a physical evaluation, however an x-ray and a device picture was provided. The device picture taken by the facility revealed a broken active tip and the x-ray confirmed the broken off faceplate is still in the joint space thus, confirming this complaint. The reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The likely root cause for this CAPA was identified as a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and c) misuse, (e.g. Extended activation or overloading of mechanical forces). However, the root cause for this incident cannot be precisely determined with the provided evidence. The CAPA has been closed due to a number of process improvements and design changes. The new design for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. A product code search was conducted over the last 12 months in depuy synthes mitek complaints system for complaints that are only opened after the CAPA closure date was assessed to determine the frequency of this defect, and the effectiveness of the CAPA design change, our analysis shows that the frequency (0.0109%) is below the acceptance rate (0.02%<0>0.1%), concluding a successful task in reducing this failure. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. The supplier's investigation found the occurrence rate of this failure with the new design to be lower than that of the old design. Therefore, at this time no additional corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Tip of electrode fell off into patient and couldn't be retrieved. X-rays attached. Additional information from affiliate on august 14th: the breakage occurred during the procedure. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The procedure was completed with same like product. Alternatives were readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. Surgical intervention was not planned. Additional information from affiliate on august 16th: no product available, it seems that it got lost on transit. Nothing arrived here in norderstedt. No tracking information from sales rep available.